Event description:
During a cardiac catheterization procedure, air was observed in the high pressure tubing in preparation for diagnostic injections. The physician noted that the connection between the high pressure tubing and manifold "did not seem good". The air was purged and the procedure commenced. Then, a contrast syringe was connected to the manifold and the physician noted air in the syringe. The manifold was replaced and the procedure was completed without incident.

Manufacturer narrative:
Conclusions: merit has not yet received the suspect device. The device will be evaluated when it is received. A follow-up report will be submitted when additional info is available.